Event description:
The customer called technical support (ts) and reported that the device has a primary alarm failure and is requesting the part number for the speaker assembly. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part number for the speaker assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.